Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a high erroneous inr result on coaguchek xs meter with serial number (B)(4). The customer tested initially with a result of 5.4 inr. The customer re-tested on the meter using a different finger and the result was 2.8 inr. The customer's therapeutic range is 2 -3 inr. During a review of the meter memory, the result of 2.8 inr was not found. The code number for the customer's test strips is 288. The customer alleges the countdown was on the screen when blood was applied to the strip and not the code number of 288. A display check was performed and no segments were missing from the display. No adverse event occurred. The customer is doing fine. The customer has not cleaned under the blue lid of the instrument in "a long time." The customer is not anemic or polycythemic. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have antiphospholipid antibodies. The customer has not had any changes in diet or medications and has not been ill recently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation and replacements were sent. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strips. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.2 inr. Donor 1 hct: 52%, donor 2 hct: 46%. Testing results: donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with masterlot strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 2.3 inr, customer meter with masterlot strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The meter memory was analyzed and the results of 5.4 inr, 3.2 inr and 2.1 inr were able to be verified. The result of 2.8 inr result was unable to be verified.